Event description:
Literature was reviewed regarding surgical versus percutaneous access in transfemoral transcatheter aortic valve implantation (tavi). The study population included 774 patients who were predominantly male with a mean age of 81.7 years old.  Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic corevalve, evolut r, or evolut pro bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, adverse events that occurred during use of the bioprosthetic valve included: major bleeding, cardiac tamponade, stroke, atrial fibrillation, arrhythmia requiring permanent pacemaker implant, acute kidney injury, and conversion to open surgery.  Adverse events that occurred during use of the delivery catheter system included: access-related bleeding complication.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID mdt-trans dcs (unknown serial/lot); product type: 0195-heart valves; implant date; explant date citation: cammardella, et al. Surgical vs. Percutaneous access in transfemoral transcatheter aortic valve implantation (su-per-access study). Journal of clinical medicine 2024. Doi.org/10.3390/jcm13154471. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.